Event description:
Medtronic received information regarding a pipeline flex that had movement during deployment and had resistance in the phenom 27 catheter during resheathing and deployed from the pushwire. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (ica) c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 11mm and the neck diameter was 10mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). After the catheter delivery system was in place with the phenom microcatheter in the distal end of the left middle cerebral artery (mca), the pipeline was hydrated and introduced. During deployment, the pipeline "rebounded" thus requiring redeployment. However, the pipeline could not be fully resheathed and was stuck in the distal end of the phenom 27 microcatheter. The system was removed together and, after multiple attempts, the pipeline delivery wire was pushed out in vitro into water but the stent did not push out event after the full pushwire was pushed out. Therefore both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex pushwire was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from phenom 27 catheter without any issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have ¿movement during deployment¿ as the pipeline flex braid ends were found to be fully opened and damaged. Possible causes include patient vessel tortuosity, high force delivery, incorrect braid sizing, catheter kick back, insufficient distal anchoring of braid and vasospasm. However, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex pushwire and phenom 27 catheter were found to be damaged. From the damage seen on the catheter body (flattening), pipeline flex braid (fraying); and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. H6. Coding updated based ona analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline rebounded was clarified to the force was transmitted to the guidewire. There was possibly catheter kickback associated with the pipeline rebound. The tip of the catheter was under stress. The tip of the catheter didn't move during deployment. There was no friction during delivery of the pipeline. There was no damage observed to the catheter or phenom27 after removal.